Event description:
It was reported that during inventory check, the customer noted 'broken wires at the tip' on the prograsp forceps instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument found with a frayed pitch cable at distal idler. There was no damage found on the pulley or the clevis. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.